Event description:
It was reported that an ilet pump was dropped, the display screen shattered, and the user immediately transitioned to backup therapy without blood glucose impact. Symptoms included no reported hypoglycemia or hyperglycemia and no injury. Outcomes included continued therapy via backup methods and a warranty voided due to failure to return the damaged device. Investigation included review of complaint information and user feedback. Investigation of this device revealed damage to the device enclosure/display consistent with accidental drop, with no reported malfunction affecting insulin delivery or glycemic control. It was concluded, based on previously established findings for similar reports, that the cause was device damage due to external physical impact.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.